Manufacturer narrative:
Follow-up # 2 ¿ (6/8/2013). The patient's meter has been returned and evaluated by lifescan product analysis on 4/30/2013 and 5/16/2013, respectively, with the following findings:the meter involved in this case has passed all testing with no faults found. The reported issue could not be reproduced. If any additional information is available, the FDA will be notified in a second follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter claimed obtaining blood glucose readings of "175, 153 and 123 mg/dl" with the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.